Event description:
Patient was in same day surgery prior to an unknown surgical procedure. When the nurse came to get patient to take patient to surgery, the patient indicated patient felt a wet spot on the bed. There was a "little spot" of wetness on the sheet, and the nurse noted the set was separated at the injection port. The solution infusing was lactated ringers. No blood backed up or leaked out, as the separation was noted almost immediately. The nurse changed the set. There were no reported adverse patient effects and no medical interventions were required.